Event description:
It was reported that during a therapeutic urological procedure, this balloon catheter was inflated and burst while in the patient. The entire device was retrieved and procedure was completed with another device. There were no patient complications. No additional information forthcoming.

Manufacturer narrative:
The device has not yet been returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch will be filed under the appropriate sequence number. We are unble to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.